Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to a refractive surprise. There was no vitrectomy, incision enlargement, or sutures required. The patient has fully recovered. Through follow-up, the customer indicated that the replacement lens information was not available. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 10/13/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of a bag. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues were identified that could contribute to or cause an unexpected postop refraction. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue ¿unexpected postop refraction¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.